Event description:
Carefusion performed testing on a statistically significant sample of unused product from the customer's stock in relation to multiple reports of possible backcheck valve failure. The customer's experience of check valve failure was confirmed during testing of the returned unused lots. Testing identified 5 check valve failures within the 1238 parts tested.

Manufacturer narrative:
Manufacturer's report date: july 16, 2014. (B)(4). The 5 samples were sent to the supplier for further analysis. Testing by the supplier could not identify a failure in 3 of 5 samples. Disassembly of the check valve resulted in normal findings on 3 of the samples. No particulates, off center membrane or any other anomalies were noted on the diaphragm membrane. The supplier did identify failures for the other two samples. Disassembly of the check valve part resulted in discovery of a particle located between the housing seal area and the affixed silicone diaphragm disk. The particle for one of the samples was identified as silicone oil. The other sample particle was identified as rayophane n/(B)(4)-cellulose film. The root cause for the other 3 of the confirmed failures was not identified. A particulate can cause a valve to remain open allowing backflow to occur. It is possible that during transport the particulate could have been dislodged. The root cause of the check valve failure on the other two samples was because of particles found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the particles was not identified.